Manufacturer narrative:
Product ID: asm0113-01. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure to treat degenerative disc disease using fixation with screws and rods. It was reported that planning was done prior to the case and the patient's body mass index (bmi) was discussed. Care was taken to plan axial angles within open parameters even though the surgeon was planning a transmuscular approach. The surgeon decided to leave the plan as if they had an open patient. Complete registration was going to be attempted, but segmenting registration was discussed given the patient's size. Prior to the patient being in the operating room, the manufacturer representative conducted a 27-point accuracy test with the robot in the hallway. The rbt device was passed with no issue in under 25 minutes. The workstation was wheeled into the operating room about 30 minutes later and a 3-point accuracy test was passed during setup. The patient received four tlif cages from l2 to s1 and this portion of the procedure took roughly 7 hours. During the procedure, the hover t platform was selected with a head pin secured in the spinal process of t12 and the bridge slightly lifted off of the skin. The distal end of the bridge was supported by blue towels to allow for enough room for the 3d marker to avoid skin pressure while taking oblique images. Registration was achieved with the basic algorithm on the first attempt. L2-s1 was captured with excellent values all under 0.5 mm matching accuracy. The surgeon was happy with the software and approved verification; however, the rbt device timed out when being sent to the first trajectory and an lvdt-7 error was displayed. Another vertebral body was selected and the rbt device was sent again. This time, the green line did not move at all so a soft restart of the system was done. After the soft restart, the representative was directed back to the visual verification page and one screw was red. The representative adjusted the planning and tried sending the device to the trajectory, but the rbt device timed out. Two hard restarts were tried. After the first hard restart, the workstation screen did not turn on. After the second restart, the screen did turn back on. A new 3-point accuracy test was done, but the rbt device still timed out. A backup rbt device was used since the patient had been under anesthesia for roughly 9 hours and the surgeon felt that successfully swapping the rbt device was faster than dissecting the patient to complete an open approach. The rep replaced the rbt device while the surgeon scrubbed out. The new rbt device passed a 3-point accuracy test. Previous calibration, ap, and oblique images were recalled, and registration was successful on the first attempt using the basic algorithm. The rbt device was successfully sent to the first trajectory and the surgeon scrubbed back in. The surgeon completed instrumentation of all planned screws.